Event description:
In 2006, I had hernia surgery -right groin-with marlex mesh. Since my surgery, I have had all kinds of problems. I have a burning feeling or pulling feeling at and around the incision. At the repair area, I have constant pain and something poking me from inside out right above the incision. Right under the incision, I have a bulge and then a whole in the joint of my right leg -which on the cat scan stated it's a phenomenon-. I have either diarrhea or am constipated. I get on and off pain that starts at the incision area and radiates down the inside of my leg which is numb since surgery. Sometimes, the pain in my groin stops me dead in my tracks. I have a lot of lower back pain also. I have had ultrasounds, cat scans, upper gi with small bowel and monday I am scheduled for a colonoscopy. I have seen 4 doctors and it's like they don't believe anything I say, but I know how I feel! You can literally see the mesh through my skin and feel that it feels like barb wire as you run your fingers across the area. Before my surgery, I weighed 158lbs and now weigh 119lbs. No one can figure out the sudden weight loss either. I am tired all the time and get dizzy spells all the time. I just found out from the upper gi and small bowel test that I now have a sliding hiatal hernia and possibly a hernia under the mesh. I can't understand how before my hernia surgery, I was a very healthy person and never had a problem with my health.